Event description:
It was reported that the customer's insulin pump alarmed motor error during prime. Requested the customer to change the battery and to rest the insulin pump for two hours, but the alarm persisted. Troubleshooting was preformed and the displacement test did not pass. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.